Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the introducer sheath would not lock after turning the inner tubes clockwise for fixation. The sheath was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The seal cap was detached from the seal body of the delivery system introducer. The distal seal of the delivery system introducer was torn. The seal cap of the delivery system introducer was damaged. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. The seal cap of the introducer was not latched and affixed to the seal body of the introducer. The seal cap latches were damaged. There were no anomalies found with the seal body latches on the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.